Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system was down, which the fse clarified the system was not booting up. There is no report of death or serious injury associated with this complaint.